Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("the other device migrated into her fallopian tube/migration"), device expulsion ("one essure device migrated into the uterus / migration of essure device location of device: uterine fundus"), device breakage ("device breakage/ fractured implant") and autoimmune disorder ("autoimmune reaction") in a 24-year-old female patient who had essure (ess205) (batch no. 12266501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, 2 months 18 days after insertion of essure (ess205), the patient experienced pelvic pain ("persistent pelvic pain / pain"). On (B)(6) 2005, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2005, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2005, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery ((B)(6) 2005 (hysterectomy with bilateral salpingectomy)), surgery ((B)(6) 2005 (hysterectomy with bilateral salpingectomy)), surgery ((B)(6) 2005 (hysterectomy with bilateral salpingectomy)), surgery ((B)(6) 2005 (hysterectomy with bilateral salpingectomy)) and surgery ((B)(6) 2005 (hysterectomy with bilateral salpingectomy)). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, autoimmune disorder, vaginal haemorrhage and menorrhagia outcome was unknown and the device expulsion, device breakage, pelvic pain, depression and anxiety had not resolved. The reporter considered anxiety, autoimmune disorder, depression, device breakage, device dislocation, device expulsion, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: fallopian with 9 coils visible in the left fallopian tube and 4 coils visible in the right fallopian tube. Insertion date provided as (B)(6) 2005 (per pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: failure to occlude (close) fallopian tubes on (B)(6) 2005- hysterosalpingogram - one essure device migrated into the uterus and the other migrated into her fallopian tube. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain,¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: previously reported events "depression, mental anguish ,persistent pelvic pain / pain, device breakage, one essure device migrated into the uterus / migration of essure device location of device: uterine fundus " outcome updated to "not recovered / not resolved" from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("the other device migrated into her fallopian tube/migration"), device expulsion ("one essure device migrated into the uterus / migration of essure device location of device: uterine fundus"), device breakage ("device breakage") and autoimmune disorder ("autoimmune reaction") in a 24-year-old female patient who had essure (ess205) (batch no. 12266501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, 2 months 18 days after insertion of essure (ess205), the patient experienced pelvic pain ("persistent pelvic pain / pain"). On (B)(6) 2005, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2005, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2005, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery ((B)(6)2005 (hysterectomy with bilateral salpingectomy)), surgery ((B)(6) 2005 (hysterectomy with bilateral salpingectomy)), surgery ((B)(6) 2005 (hysterectomy with bilateral salpingectomy)), surgery ((B)(6) 2005 (hysterectomy with bilateral salpingectomy)) and surgery ((B)(6) 2005 (hysterectomy with bilateral salpingectomy)). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, device expulsion, device breakage, autoimmune disorder, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, device breakage, device dislocation, device expulsion, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: fallopian with 9 coils visible in the left fallopian tube and 4 coils visible in the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: failure to occlude (close) fallopian tubes on (B)(6) 2005- hysterosalpingogram - one essure device migrated into the uterus and the other migrated into her fallopian tube. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain,¿ most recent follow-up information incorporated above includes: on 30-jul-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Updated suspect drug indication. Concomitant drug added. Events vaginal bleeding, menorrhagia, depression, mental anguish, device breakage and perforation (fallopian tube(s)) added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), fallopian tube perforation ('perforation (fallopian tube(s)'), device dislocation ('the other device migrated into her fallopian tube/migration'), device expulsion ('one essure device migrated into the uterus / migration of essure device location of device: uterine fundus') and device breakage ('device breakage/ fractured implant') in a 24-year-old female patient who had essure (ess205) (batch no: 12266501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain ("persistent pelvic pain / pain"), 2 months 18 days after insertion of essure (ess205). On (B)(6) 2005, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient experienced abdominal pain ("abdomen pain"). On (B)(6) 2005, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2005, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced autoimmune disorder ("autoimmune reaction"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (on (B)(6) 2005 (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, autoimmune disorder, vaginal haemorrhage and menorrhagia outcome was unknown, the device expulsion, device breakage, depression and anxiety had not resolved and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, device breakage, device dislocation, device expulsion, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: fallopian with 9 coils visible in the left fallopian tube and 4 coils visible in the right fallopian tube. Insertion date provided as on (B)(6) 2005 (per pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2005: results: failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain,¿ lot number: 12266501, manufacturing date: 2004-07, expiration date: 2006-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("the other device migrated into her fallopian tube/migration"), device expulsion ("one essure device migrated into the uterus / migration of essure device location of device: uterine fundus"), device breakage ("device breakage") and autoimmune disorder ("autoimmune reaction") in a 24-year-old female patient who had essure (ess205) (batch no. 12266501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, 2 months 18 days after insertion of essure (ess205), the patient experienced pelvic pain ("persistent pelvic pain / pain"). On (B)(6) 2005, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2005, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2005, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (B)(6) 2005 (hysterectomy with bilateral salpingectomy)), surgery (B)(6) 2005 (hysterectomy with bilateral salpingectomy)), surgery (B)(6) 2005 (hysterectomy with bilateral salpingectomy)), surgery (B)(6) 2005 (hysterectomy with bilateral salpingectomy)) and surgery (B)(6) 2005 (hysterectomy with bilateral salpingectomy)). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, device expulsion, device breakage, autoimmune disorder, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, device breakage, device dislocation, device expulsion, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: fallopian with 9 coils visible in the left fallopian tube and 4 coils visible in the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: failure to occlude (close) fallopian tubes on (B)(6) 2005- hysterosalpingogram - one essure device migrated into the uterus and the other migrated into her fallopian tube concerning the injuries reported in this case, the following one were reported via social media pelvic pain,¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('the other device migrated into her fallopian tube/migration'), device expulsion ('one essure device migrated into the uterus / migration of essure device location of device: uterine fundus'), device breakage ('device breakage/ fractured implant') and autoimmune disorder ('autoimmune reaction') in a 24-year-old female patient who had essure (ess205) (batch no. 12266501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain ("persistent pelvic pain / pain"), 2 months 18 days after insertion of essure (ess205). On (B)(6) 2005, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient experienced abdominal pain ("abdomen pain"). In (B)(6) 2005, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2005, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (B)(6) 2005 (hysterectomy with bilateral salpingectomy)). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, autoimmune disorder, vaginal haemorrhage and menorrhagia outcome was unknown, the device expulsion, device breakage, depression and anxiety had not resolved and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, device breakage, device dislocation, device expulsion, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: fallopian with 9 coils visible in the left fallopian tube and 4 coils visible in the right fallopian tube. Insertion date provided as (B)(6) 2005 (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain,¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet-outcome of pelvic pain and abdominal pain updated to recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('the other device migrated into her fallopian tube/migration'), device expulsion ('one essure device migrated into the uterus / migration of essure device location of device: uterine fundus'), device breakage ('device breakage/ fractured implant') and autoimmune disorder ('autoimmune reaction') in a 24-year-old female patient who had essure (ess205) (batch no. 12266501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain ("persistent pelvic pain / pain"), 2 months 18 days after insertion of essure (ess205). On (B)(6)2005, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6)-2005, the patient experienced abdominal pain ("abdomen pain"). In (B)(6) 2005, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)-2005, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6)2005, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6)2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery ((B)(6)2005 (hysterectomy with bilateral salpingectomy)). Essure (ess205) was removed on (B)(6)-2005. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, autoimmune disorder, vaginal haemorrhage and menorrhagia outcome was unknown, the device expulsion, device breakage, depression and anxiety had not resolved and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, device breakage, device dislocation, device expulsion, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: fallopian with 9 coils visible in the left fallopian tube and 4 coils visible in the right fallopian tube. Insertion date provided as (B)(6) (per pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) results: failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain,¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) : plaintiff fact sheet-outcome of pelvic pain and abdominal pain updated to recovered / resolved we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("the other device migrated into her fallopian tube/migration"), device expulsion ("one essure device migrated into the uterus / migration of essure device location of device: uterine fundus"), device breakage ("device breakage/ fractured implant") and autoimmune disorder ("autoimmune reaction") in a 24-year-old female patient who had essure (ess205) (batch no. 12266501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain ("persistent pelvic pain / pain"), 2 months 18 days after insertion of essure (ess205). On (B)(6) 2005, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient experienced abdominal pain ("abdomen pain"). In (B)(6) 2005, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2005, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery ((B)(6) 2005 (hysterectomy with bilateral salpingectomy)). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, autoimmune disorder, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown and the device expulsion, device breakage, pelvic pain, depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, device breakage, device dislocation, device expulsion, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: fallopian with 9 coils visible in the left fallopian tube and 4 coils visible in the right fallopian tube. Insertion date provided as (B)(6) 2005 (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: failure to occlude (close) fallopian tubes. Diagnostic results: on (B)(6) 2005- hysterosalpingogram - one essure device migrated into the uterus and the other migrated into her fallopian tube. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain,¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2019: plaintiff fact sheet- event abdominal pain added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("the other device migrated into her fallopian tube/migration"), device expulsion ("one essure device migrated into the uterus") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and pelvic pain ("persistent pelvic pain"). The patient was treated with surgery (complete hysterectomy). Essure (ess205) was removed. At the time of the report, the uterine perforation, device dislocation, device expulsion, autoimmune disorder and pelvic pain outcome was unknown. The reporter considered autoimmune disorder, device dislocation, device expulsion, pelvic pain and uterine perforation to be related to essure (ess205). Diagnostic results: on (B)(6) 2005 - hysterosalpingogram - one essure device migrated into the uterus and the other migrated into her fallopian tube incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.